Event description:
The user facility biomed reported that when doing the compressor test and the device is switched from wall air to compressor they get compressor output low error ("loss, air" message) on the screen.

Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was unable to reproduce/verify the reported event. The carefusion field service representative ran the device through the operational verification procedure (ovp) and the device passed all tests.

Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as may 27, 2015. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed.